Event description:
Pt receiving morphine sulfate pca with pump. New cassette placed on pump 8/7/94. Since that time pt experienced increased pain, requiring multiple increases in rate. Rn went to pt's home on the evening of 8/11 expecting to change empty bag. Found bag to be nearly full. New cassette used with subsequent pain relief. Pump seems to be functioning properly with the primary variable being the cassette in question. MFR recently redesigned this type cassette but old stock is being depleted (cassette in question was old model.) Pt experienced inadequate pain relief on cassette in question. When new cassette was used pt experienced relief. Pump program has been verified as correct. Pump was running (not turned off) at time of incident. Experienced a similar event on 7/19/94 with a different pt on a different pump. Cassette in question turned over to MFR for analysis. Also see 1003090.